Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump alarmed no delivery excessively. In the alarm history 28 no delivery alarms were found. The customer was hospitalized on (B)(6) 2015 with a diabetic ketoacidosis while on insulin pump therapy. Her blood glucose level was 595 mg/dl. The high pressure test passed. The infusion set had a crimped cannula. Her high blood glucose level of over 400 mg/dl started on (B)(6) 2015. The customer treated her high blood glucose level with the insulin pump, insulin injection, and IV drip. She experienced nausea, vomiting, malaise, fruity breath, and some abnormal discomfort. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.